Event description:
It was reported that the blade was moving and bouncing around during testing prior to a procedure. When the device was received by the manufacturer it was noted during testing that blade whip was detected which caused a larger incision than intended and unintended cutting during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. The handpiece had reduced cutting performance including blade whip as a result of a relaxed crest to crest spring.

Event description:
It was reported that the blade was moving and bouncing around during testing prior to a procedure. When the device was received by the manufacturer, it was noted during testing that blade whip was detected which caused a larger incision than intended and unintended cutting during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.